Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the minimally calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a percutaneous coronary intervention (pci) interventional procedure. Reportedly during use, there was no suture material at all in the device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the pci procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. In the absence of the device being returned for analysis, a conclusive cause for the reported missing component could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.